Event description:
Caller indicated the relion micro meter was giving high readings. Customer got a reading of 328 around 11pm. He dosed himself with insulin based on that reading. About an hour later, he lost consciousness because his glucose was so low. The paramedics were called and they checked with his meter got a reading of 183. The paramedics immediately rechecked with their meter and got reading of 21. Paramedics gave him an IV to bring glucose up and he was taken to the emergency room but no further treatment was needed. Replacing strips to use with another meter. Customer requesting refund for the micro meter.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.